Event description:
Additional info received from MFR on: 12/09/1998visual inspection of the returned units showed no irregularities. The samples were then subjected to, and passed, the eight pound pull test requirement for this product. No problems were found with the two returned sets. Both lot #641203 and lot# 641506 were made in 1994 at companies former mfg location. A copy of this report will be sent to the current mfg plant for their awareness on future production.